Event description:
Caller reported aviva blood glucose results of 277 mg/dl and 101 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Recall of these pumps, but none were used at this facility.